Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2017 the patient connected to the implantable neurostimulator (ins) with the programmer and felt painful stimulation that ¿nearly threw her through the ceiling.¿ the change in therapy/symptoms was considered sudden. It was painful in the anus area. The patient turned stimulation down 0.10 and it did not really help. It was confirmed that therapy was on by checking the ins status with the patient programmer. It was noted to be possible that the stimulator could have been off and the event occurred when it was turned back on. There were no complications or that no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported the root cause of the sudden painful stimulation was not determined. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.